Event description:
This skin prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Adverse incident - healthy husband caught cold, thought he was fine but he became progressively weaker. Got infection & flu like symptoms. Has never even had infection, even after any surgeries like brain or cancer surgery. Over infection after 6 days in hospital. But too weak to come home. Had to be transferred to rehab center and then to a nursing home; and he is still there since (B)(4), 2011.

Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for infection-general/systemic. The customer sent in some product samples. We were unable to confirm the complaint based on inspection of the returned samples, hence laboratory testing was performed. The returned sample(s) of lot 0l225 were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lot indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of skin prep wipes. (B)(4)